Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during use, there was leakage from the catheter in the transparent part of the locking sleeve. Placement date may 15. No serious injury. Additional information received on 24-jun-2025: the leak is on the transparent part of the catheter's lock sleeve external to the patient. Catheter was removed. It is unknown if a new catheter was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed the white suture wings were present just 1cm distal to the connector assembly piece. A significant amount of biological residue was observed within the catheter. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed just proximal to the suture wings. No water was seen flushing through the distal valve, suggesting an occlusion within the catheter distal to the split. A tactile evaluation revealed some tensile weakness near the damaged area. A microscopic observation revealed the split was s-shaped. Damage was observed on the catheter¿s inner wall where the split was observed. The fracture surface of the split appeared to be mostly granular and smooth. A significant amount of biological residue was observed just distal to the split where the suture wings were located. These findings suggest the catheter experienced a burst which likely occurred due to flushing against an occlusion. The occlusion may have been caused by either biological residue or the securement method. This complaint will be recorded for future trending and monitoring purposes.